Manufacturer narrative:
Additional information: b5 and d10. B5: upon follow up, it was reported that vancomycin was discontinued (18 days after initiating). Twenty-two days after event onset, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not described further. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm every 48hrs, intraperitoneal, discontinued after 3 days). The following day the patient was treated with injection vancomycin (500mg, once in 3days, intraperitoneal, ongoing). On an unknown date the patient was treated with injection amikacin (250mg, stat, intraperitoneal, discontinued) and injection amikacin (125mg, once daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged three days after hospital admission. At the time of this report, the patient was recovering from peritonitis and recovered from cloudy effluent and abdominal pain. Pd therapy was ongoing. It was reported that retraining on the proper aseptic technique was done. No additional information is available.